Manufacturer narrative:
Since we did not receive the faulty sample, no investigation of the sample is possible. Cardiac tamponade/pericardial effusion is a rare complication of piccs placed in neonates. Reason for failure is the catheter tip inserted too far into the neonate's heart. The customer stated that the catheter was inserted too far into the heart und was withdrawn twice afterwards (during the first chest x-ray, the ktpc was too far into the heart chambers, removed the catheter by 2 cm without paying attention to the catheter fixation, then by 3 cm), indicating an incorrect placement of the catheter's tip. Furthermore, the IFU states: - assess the patient and determine the site for introduction of the catheter, and using the measuring tape estimate the length of catheter needed to place the distal end at the junction between the vena cava and the right atrium. If needed, the catheter can be trimmed. - important: arrange for a check x-ray to confirm correct placement prior to starting the IV infusion through the catheter. - precautions: the catheter tip must not be advanced into the heart (right atrium). The location of the catheter within the heart may cause cardiac tamponade, or cardiac arrhythmias. It is advisable to make checks of the catheter tip position at regular intervals throughout the usage of the catheter. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are no further complaints for batch 170125gt, but one further complaint regarding pericardial effusion on product code 1252.35 within the last three years. However, this further complaint was not related to a manufacturing defect. This query relates to all complaints that have come to our attention worldwide. Due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us the faulty sample.

Event description:
A premature newborn, born at 30 weeks gestation, was admitted to the neonatal intensive care unit. A PICC line was inserted on (B)(6) 2025. On (B)(6) 2025, at 11:40 am, bradycardia was observed, followed by a transthoracic echocardiogram (tte) revealing a circumferential pericardial effusion predominantly in the right heart chambers. The catheter was immediately withdrawn 2 cm, then another 3 cm. An x-ray was taken during insertion and again immediately afterward. It could not be verified during resuscitation that the catheter was correctly positioned. It appeared to be properly secured. Cardiorespiratory arrest occurred at 11:59 am, lasting a total of 23 minutes, requiring high-dose hemodynamic support. Dic developed subsequently, requiring multiple transfusions for pulmonary hemorrhage occurring concurrent with resuscitation efforts. The catheter was changed to a double-lumen catheter inserted in the left axilla. Risk of neurological sequelae. An MRI was performed on 09/12 showing a localized hemorrhagic lesion, which does not appear to have a poor prognosis.

Event description:
A premature newborn, born at 30 weeks gestation, was admitted to the neonatal intensive care unit. A PICC line was inserted on (B)(6) 2025. On (B)(6) 2025, at 11:40 am, bradycardia was observed, followed by a transthoracic echocardiogram (tte) revealing a circumferential pericardial effusion predominantly in the right heart chambers. The catheter was immediately withdrawn 2 cm, then another 3 cm. An x-ray was taken during insertion and again immediately afterward. It could not be verified during resuscitation that the catheter was correctly positioned. It appeared to be properly secured. Cardiorespiratory arrest occurred at 11:59 am, lasting a total of 23 minutes, requiring high-dose hemodynamic support. Dic developed subsequently, requiring multiple transfusions for pulmonary hemorrhage occurring concurrent with resuscitation efforts. The catheter was changed to a double-lumen catheter inserted in the left axilla. Risk of neurological sequelae. An MRI was performed on 09/12 showing a localized hemorrhagic lesion, which does not appear to have a poor prognosis.

Manufacturer narrative:
Manufacturer is waiing on receipt of the sample, once received an investigation witll be completed and the results forwared to you in a follow up MDR.